Manufacturer narrative:
Two photos were received by our quality team for evaluation. Upon visual inspection, it was observed that the plastic cap separated; therefore, the incident could be verified. A device history record review could not be performed on model 10779313 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 20d 3vs separated and leaked. The following information was provided by the initial reporter: material no:1077-9313 batch no: unknown. It was reported that plastic cap on top of buretrol separated causing chemo spills. Initial notice: we recently began using our original buretrols. We have since had issues where the plastic cap at the top of the buretrol has come off. This has happened 3 times now in the last past 2 weeks- all resulting in chemo spills and the need to prepare new doses.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp bur 20d 3vs separated and leaked. The following information was provided by the initial reporter: material no:1077-9313 batch no: unknown. It was reported that plastic cap on top of buretrol separated causing chemo spills. Initial notice: we recently began using our original buretrols. We have since had issues where the plastic cap at the top of the buretrol has come off. This has happened 3 times now in the last past 2 weeks- all resulting in chemo spills and the need to prepare new doses.